Event description:
It was reported that patient spinal cord stimulator (scs) system was not helping the pain. It was noted also that patients were uncomfortable with the battery. The patient underwent an explant procedure wherein the whole system was removed and doing well post operatively. No device malfunction suspected. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7059240.